Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, on an unspecified channel, the device was programmed to deliver normal saline, at a rate of 60ml/hr and the delivery was started. On (B)(6) 2010 at 1540, the device was programmed for piggyback delivery of an unspecified concentration of magnesium sulfate, at a rate of 25ml/hr, and the delivery was started. No further programming parameters were provided. At 1601, the nurse noted the magnesium sulfate container was empty. It was unspecified the volume of magnesium sulfate that was expected to be remaining in the container. The pump was removed from clinical service. The customer contact reported the pt was treated with unspecified electrolyte replacement for "ectopy on the ECG." The customer contact could not specify if the magnesium was the cause of the ectopy. Though requested, the customer contact has declined to provide add'l info.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.